Event description:
It was reported that a home patient experienced a connection issue between homechoice cassette and the solution bag. The connection issue was further described as a difficulty connecting the solution bag to the cassette. This occurred during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.